Event description:
Healthcare professional reported left side with rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on the anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: ¿ crease is observed. ¿ red particles were observed on the gel.

Event description:
This relates to the left side. Device has been explanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the right side.